Manufacturer narrative:
Additional narrative: device is not expected to be returned as it is currently implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was implanting a medial plate into the distal humorous, when inserting the first screw into the plate the locking mechanism stripped out and failed. They were not able to use the plates the way intended. There was an hour delay in surgery. They used a longer plate, not what was intended. When using the longer plate, the same hole stripped out (2nd hole coming from distal to proximal). They made the longer plate work and used that for the final fixation. The procedure was successfully completed. Patient status is unknown. This report is 2 of 2 for (B)(4).